Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Halfway through a saphenous vein harvesting something looked strange to the surgeon when she started to cut the side branches. On removal of the harvesting tool she noticed that the c ring broke in half. No part of the c-ring detached or fell into the patient. There was no resistance noted while inserting the harvesting tool into the cannula. The device was inspected prior to use. The vein could not be manipulated with the broken c ring so they opened up a new device and the procedure was completed successfully. There was no delay in the procedure or any harm done to the patient.